Manufacturer narrative:
Quality assurance results received on 16apr2018 for thermacare heatwrap were: the root cause category is non assignable (complaint not confirmed). The consumer returned sample is not available for evaluation, without the defective wrap for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Investigation summary as of 23apr2018: the root cause category is non assignable (complaint not confirmed). The sample has not been received at the site for evaluation. The complaint can not be confirmed. With out the sample for evaluation it can not be confirmed if this complaint is related to investigation pr- # for cell pack damaged/leaking, where the root cause was identified as equipment category, mechanical failure - the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation pr (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batch

Event description:
Charcoal filling spilled on her vaginal area [accidental exposure to product], charcoal filling spilled on her vaginal area [device leakage]. Case narrative: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) -year-old female patient started to receive thermacare heatwrap (thermacare menstrual) (device lot number t26693, expiration date aug2020) from an unspecified date for menstrual pain. The patient's medical history and concomitant medications were not reported. The patient previously used thermacare lower back & hip heatwraps for an unknown indication and experienced no adverse event. On (B)(6) 2018, the patient reported she used the menstrual heatwraps for the first time and peeled the paper off and stuck the wrap on the inside of her underwear, so the pad was against the skin. She stated she had the heatwrap on for a half hour and it split open. All the charcoal stuff spilled out and went into her vaginal area. The sweat made it stick to her. She did not want to return the product as she stated it was not sanitary. She mentioned the heatwrap was there with her menstrual pad and it is probably a biohazard. Action taken with the suspect product was permanently withdrawn on an unspecified date. Clinical outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. Quality assurance results received on 16apr2018 for thermacare heatwrap were: the root cause category is non assignable (complaint not confirmed). The consumer returned sample is not available for evaluation, without the defective wrap for evaluation the complaint can not be confirmed. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Investigation summary as of 23apr2018: the root cause category is non assignable (complaint not confirmed). The sample has not been received at the site for evaluation. The complaint can not be confirmed. With out the sample for evaluation it can not be confirmed if this complaint is related to investigation pr- # for cell pack damaged/leaking, where the root cause was identified as equipment category, mechanical failure - the defect was caused by chemistry and brine mix being outside of the cells; thus, preventing sealing of the bottom and upper sheet. Our manufacturing operations employ quality control procedures which include in process testing, and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. Investigation pr (B)(4) t26691, t26693, t26686 & s68516 menstrual & muscle joint us cells damaged/leaking was conducted for the same sub-class. This batch t26693 was reviewed at aqrt and the outcome determination was to recall the four batches (t26691, t26693, and t26686 and s68516) per investigation pr (B)(4). Follow-up (16apr2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (23apr2018): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (12oct2018): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow up attempts are needed. No further information is expected. Company clinical evaluation comment the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020., comment: the above referenced lot number t26693 was recalled on 02oct2018. Subsequent to the conclusion of a manufacturing investigation, pfizer initiated a voluntary recall of 6 lots [s68516, t26686, t26691, t26693, 8054ha, 8054hb] due to a potential for device leakage of the ingredients contained in the heat wrap that could result in serious skin-related events, including burn. These 6 lots were distributed in the united states with expiry dates of either july or august 2020.